Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported a navigation system that was unresponsive on the blue medtronic screen. A re-boot restored the system to proper function. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Medtronic representative, following-up, reported the site leaves the stealthstationà i7 integrated navigation system fully booted, recommended to site they turn off the system when not in use. No logs/files have been returned to manufacturer for evaluation.